Event description:
It was reported that there was battery migration. The patient¿s battery had moved and the pocket site was occasionally sore to the touch. No actions were required as a result of the event, and it was unknown if action was required. No troubleshooting or diagnostic testing was performed; it was not required. The patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event which included a change in stimulation intensity when lying on their left side. The adaptive stimulation had been set previous to the battery moving. The location of the issue or symptom was the device pocket. It was later reported that the patient was receiving effective therapy as of (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).